Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient felt discomfort during the insertion. When he removed the sensor, part of the wire was visible on the patch and noticed a bump on his abdomen with reddened skin. He continued to have pain, so they went to the hospital that day where he had an x-ray with fluoroscopy, and an ultrasound. He was given anesthesia to numb the pain and had surgery to remove the retained section of the sensor wire; the wound was closed with stitches. At the time of report, the patient stated his abdomen was still sore. No product was provided for evaluation. Confirmation of the allegation was confirmed based on the reported successful surgical extraction of the retained sensor wire on (B)(6) 2020. The probable cause could not be determined. No additional patient or event information is available.